Event description:
The product was used during a CABG procedure. Reportedly, the staples did not form properly and there was tissue trauma. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.